Event description:
It was reported that a 355ld was about to be used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket was found torn when the nurse open the package. There was no consequence to the pt.